Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced in the clinic with arm movement. A lead fracture was suspected. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).